Event description:
Pt's treatment was initiated. Approx 1 minute after starting the treatment, blood was noticed dripping at the junction site of the heparin administration tubing and the main arterial line. Pt's blood was rinsed back and the blood lines were discarded. Pt's treatment was restarted without further problem. The director of nursing and the charge nurse were notified. Pt lost about 30-50 ccs of blood.